Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 4 injections were performed with the catheter on the date of the event. System notices occurred indicating that the system detected a software error and stopped the injection (#(B)(4)); and there was software error and the injection was stopped. The physical device was returned for analysis or investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several months after completing a cryo ablation procedure, the patient presented with possible bronchitis and a swollen left main bronchus. Bronchoscopy was then performed which revealed a main stem bronchus injury. It was noted that patient has been doing well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.